Event description:
It was reported that the nurse stated they have been cooling patient and will start rewarming at 9pm tonight. Arctic sun device alarmed 14 pt 1 out of range. Replaced esophageal probe and temperature still was not registering. Verified plugged into pt1 port. Advised to swap out to a new temperature in cable. Nurse states they will pull one from another device and call back if that did not work.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Arctic sun device alarmed 14 pt 1 out of range. Replaced esophageal probe and temperature still was not registering. Verified plugged into pt1 port. Advised to swap out to a new temperature in cable. Nurse states they will pull one from another device and call back if that did not work. The serial number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. No additional actions are needed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have been cooling patient and will start rewarming at 9pm tonight. Arctic sun device alarmed 14 pt 1 out of range. Replaced esophageal probe and temperature still was not registering. Verified plugged into pt1 port. Advised to swap out to a new temperature in cable. Nurse states they will pull one from another device and call back if that did not work.